Manufacturer narrative:
The cobas 8000 cobas e602 immunoassay analyzer serial number was (B)(6). The qc results of the reagent pack number in question were much lower when compared to the other reagent pack number. Qc ranges were requested but not provided. The calibration of the reagent pack in question failed. No clear case-specific root cause could be identified based on the limited information provided. The root cause of the event might be due to reagent kit handling, transport and storage, e.g. Kit turned upside down and inappropriate temperatures (too high, or freezing) or due to a reagent kit contamination with particles or fluids after local opening. The investigation determined that a general reagent problem can be excluded as another reagent kit of the same lot performed according to expectations. Using another reagent pack of the same lot resolved the issue.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with a specific reagent pack number of elecsys estradiol g3 (e2 iii) assay on a cobas 8000 cobas e602 immunoassay analyzer when compared to a different reagent pack number of the same lot. The e2 iii reagent pack number in question was 096536. Sample 1 (patient 1): initial result: less than 5 pg/ml. Rerun result: 55.49 pg/ml. Sample 2 (patient 2): initial result: less than 5 pg/ml. Rerun result: 34.6 pg/ml. Sample 3 (patient 3): initial result: 14.7 pg/ml. Rerun result: 90.17 pg/ml. Sample 4 (patient 4): initial result: less than 5 pg/ml. Rerun result: 41.6 pg/ml. Sample 5 (patient 5): initial result: less than 5 pg/ml. Rerun result: 55.29 pg/ml. Sample 6 (patient 6): initial result: less than 5 pg/ml. Rerun result: 52.49 pg/ml.